Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. During the procedure, the 31mm flx device was implanted and released. About 10 minutes post release a pericardial effusion was noted in the apex of the right ventricle. Cardiac tamponade occurred so a pericardial tap was performed and approximately 900cc of blood was withdrawn. The patient was successfully stabilized and moved to the intensive care unit for observation. The patient ended up having to go to surgery for further intervention to treat the pericardial effusion. The patient is reported to be doing fine and was discharged on (B)(6) 2021.